Manufacturer narrative:
Our evaluation found the jaw was broken off, the shaft was bent, and there is corrosion on the tip in the broken area. The tenaculum insert was shipped to the customer on 9/14/2012.

Event description:
Allegedly, the instrument had broke off inside the patient's abdomen during a procedure. They were able to retrieve the pieces and it was reported there was no harm to the patient.